Event description:
Patient was revised because the trunnion fractured.

Manufacturer narrative:
An event regarding wear & disassociation involving a metal head was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection of the returned devices indicated that the trunnion of the stem is severely worn. The metal head appears to have damage from the disassociation event and explantation. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the ap x-ray dated (B)(6) 2025 shows a pressfit tha. The femoral head shows subtle angulation in regard to its position on the trunnion. The ap x-ray dated (B)(6) 2025 shows complete dissociation of the femoral head from the trunnion with considerable material loss from the proximal trunnion consistent with fracture. Trunnion fracture complete dissociation of the femoral head from the trunnion is confirmed. The root cause of this mechanical complication cannot be determined from the documentation provided. Should further documentation become available I would be happy to further this investigation." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fractured stem trunnion. A review of the provided medical records by a clinical consultant indicated: "the ap x-ray dated 11/11/25 shows a pressfit tha. The femoral head shows subtle angulation in regard to its position on the trunnion. The ap x-ray dated 1/21/25 shows complete dissociation of the femoral head from the trunnion with considerable material loss from the proximal trunnion consistent with fracture. Trunnion fracture complete dissociation of the femoral head from the trunnion is confirmed. The root cause of this mechanical complication cannot be determined from the documentation provided. Should further documentation become available I would be happy to further this investigation." The device was not returned; however, photographs were provided for review. The photographs show a recently explanted metal head. Some discoloration and wear is observed. Visual inspection of the returned devices indicated that the trunnion of the stem is severely worn. The metal head appears to have damage from the disassociation event and explantation. The subject device has been identified to be within scope of an nc and CAPA. A lot of specific voluntary recall was initiated for the lfit v40 cocr heads within scope of said nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient was revised because the trunnion fractured.

Manufacturer narrative:
Reported event an event regarding wear & disassociation involving a metal head was reported. The event was confirmed. Method & results: -product evaluation and results: the device was not returned; however, photographs were provided for review. The photographs show a recently explanted metal head. Some discoloration and wear is observed. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the ap x-ray dated (B)(6) 2025 shows a pressfit tha. The femoral head shows subtle angulation in regard to its position on the trunnion. The ap x-ray dated (B)(6) 2025 shows complete dissociation of the femoral head from the trunnion with considerable material loss from the proximal trunnion consistent with fracture. Trunnion fracture complete dissociation of the femoral head from the trunnion is confirmed. The root cause of this mechanical complication cannot be determined from the documentation provided. Should further documentation become available I would be happy to further this investigation." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fractured stem trunnion. A review of the provided medical records by a clinical consultant indicated: "the ap x-ray dated (B)(6) 2025 shows a pressfit tha. The femoral head shows subtle angulation in regard to its position on the trunnion. The ap x-ray dated (B)(6) 2025 shows complete dissociation of the femoral head from the trunnion with considerable material loss from the proximal trunnion consistent with fracture. Trunnion fracture complete dissociation of the femoral head from the trunnion is confirmed. The root cause of this mechanical complication cannot be determined from the documentation provided. Should further documentation become available I would be happy to further this investigation." The device was not returned; however, photographs were provided for review. The photographs show a recently explanted metal head. Some discoloration and wear is observed. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.